Manufacturer narrative:
The technician adjusted the brake position for all brake casters to resolve the issue.

Event description:
The technician alleged that the brakes were not holding. No patient impact.